Manufacturer narrative:
Correction: it as learnt that at the time of initial MDR investigation results were available however, inadvertently not included. Additional information: device available for evaluation; returned to manufacturer on: 7/25/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The preloaded system and lens were returned. Visual inspection using magnification was performed. The rod tip was observed in a fully advanced position. Residues of viscoelastic were observed into the device. No manufacturing defects were detected in the preloaded system. The lens returned cut. The lens was observed with both lens haptics detached, confirming the reported issue. The detached haptic were not returned. The reported issue was verified. Based on the evidence observed, the returned sample has not been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation requests (ir) received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that trailing haptic was missing upon implantation. Lens was removed and replaced in same surgical procedure. Reportedly leading haptic was broken. The surgeon stated that haptic optic is significantly different. Lens was cut using vanessa scissors. There was 8-10 minutes of delay in the procedure. No further information provided.